Event description:
A caller reported a cartridge alarm 20 malfunction. There was no adverse impact to the customer's blood glucose level. As a resolution, cts decided to replace the pump and confirmed that the customer would receive a pump with updated software. The customer understood the instructions for putting the pump into storage mode and agreed to return the malfunctioning pump to tandem. No backup insulin therapy was available, and the caller planned to contact their healthcare provider regarding this issue.